Event description:
The tip of the driver shaft broke when the surgeon applied an over torque when securing a locking cap. The surgeon was unable to retrieve the tip from the locking cap and it remains in the patient.

Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. The instrument was returned for evaluation and it was confirmed that the driver tip had sheared off. It is possible that the driver fractured due to torsional load as a result of the binding of another instrument. The exact cause of the reported issue cannot be determined.